Event description:
It was reported that an ilet pump displayed repeated alert 38 motor stall alarms after multiple restarts while the user¿s blood glucose remained within range, and the user was advised to transition to backup therapy until a replacement pump arrived. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included interruption of insulin delivery requiring backup therapy and device replacement. Investigation included remote case review and complaint handling. Investigation of this case revealed a consecutive motor stall consistent with a pump motor drive malfunction. It was concluded that the cause was a mechanical or electromechanical failure of the motor assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.